Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver unspecified medications via gravity. The option-lok male adapters of the tubing sets were connected to the pts' IV access sites. After unspecified length of time, no flow of solution was noted. It was reported that kinks were noted in the tubing at unspecified locations of the tubing sets. It was reported that the kinks in the tubings were manipulated to remove the kinks and the solutions flowed. The tubing sets remained in clinical use and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from an unspecified lot was received. Investigation is not complete. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.